Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The customer was advised that the AED should be removed from service and returned tothe manufacturer for evaluation. The maintenance schedule is not known. The customer was advised to remove the battery from service; it will not be returned for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is displaying a service code warning for battery pack discharge amount. The customer performed a self-test of the device with a new battery pack, and the AED functioned as designed, but displayed a service code warning for battery discharge amount. The reported event did not occur during patient use.